Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from algeria of peritonitis in a patient coincident with bieffe formulae 55 therapy intraperitoneally (ip) for end stage renal failure. It was not reported if bieffe formulae 55 therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis (no aseptic conditions 48 hours before reaction). This event was considered life threatening. The cause of the peritonitis was not reported. It was not reported whether a peritoneal effluent analysis and culture were performed. It was not reported if the patient received remedial therapy or if the patient was hospitalized. The reporter considered the event to be life-threatening. The peritonitis was resolved. The causality assessment stated it was unrelated.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.